Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient accidently spilled liquid antibiotics onto their universal battery charger (ubc) which resulted with the piece of equipment smoking. The patient was instructed to switch over to their mobile power unit (mpu) to conserve battery charge. The incident happened while the patient was at home and required a loaner ubc for the time being.

Manufacturer narrative:
Section d6a: date of implant was inadvertently included in the initial report and is not applicable for this device. Section h6: investigation findings code: 4248 - usage problem identified. Manufacturer¿s investigation conclusion: the reported event of fluid being spilled on the universal battery charger (ubc) was not confirmed. The universal battery charger, serial (B)(6), was not returned for analysis. Per provided information, the patient was at home and accidentally spilled liquid on the ubc that resulted with the equipment smoking. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was determined to be user error due to accidentally spilling liquid on the device. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate ubc instructions for use (IFU) provides an overview of how to use and care for the ubc. Section 5 ¿monitoring performance¿ covers all faults, including charger pocket faults, and the actions to take when a fault occurs. Heartmate universal battery charger (ubc) instructions for use states under section 2: do not use a battery charger that appears damaged. Call vad coordinator or hospital contact person for a replacement if needed. Ubc instructions for use (rev. B) under ¿warning and cautions¿ instructs the user to "keep the universal battery charger (ubc) away from water or moisture. If the ubc has contact with water/moisture, rain/snow, shower spray, or wet surfaces, you may get a serious electric shock or your charger may fail to operate properly". Heartmate universal battery charger (ubc) instructions for use provides an overview of how to use and care for the ubc. Section 5 ¿monitoring performance¿ covers all faults, including charger pocket faults, and the actions to take when a fault occurs. No further information was provided. The manufacturer is closing the file on this event.